Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited elevated pacing impedance values that led to intermittent right ventricular pacing inhibition.